Event description:
Intravenous line (IV) was started on patient, and when needle was retracted blood steadily dripped from the site of needle attachment. Unable to cap or stop bleeding. Second IV placement was successful, however the clamp on the IV does not keep blood from backflowing, which puts it at a high risk for clotting off. This happens regularly. Increased risk/harm for patients with few insertion sites due to restricted extremity.